Manufacturer narrative:
H1 selection was updated on the previously submitted report.

Manufacturer narrative:
Additional information was received by the clinical consultant. There were no kinks or any obstruction identified in the purge line. There were not any issues with pump flows so the patient was supported but being transferred to a higher level of care, so the physician was concerned to transport knowing there was a potential purge issue that could compromise integrity of the pump and cause harm during transport. The patient is still on support right now so the automated impella controller is not available, but company representative that is covering the exchange should retain the old pump. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 55-year-old male patient presenting with cardiomyopathy. Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During the case, a high purge pressure alarm occurred but resolved spontaneously. Despite resolution of the alarm, flows continued to decrease as pressure increased. The physician opted to use a tpa protocol to resolve potential clot issues in the motor housing. Tpa was utilized for the high purge pressure to mitigate the impact of biomaterial within the motor; this is an off-label use and there was no impact on the patient. The patient survived to explant.

Event description:
Clinical narrative (updated): an impella cp device was inserted via the right femoral artery in a 55-year-old male patient presenting with cardiomyopathy. Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, a high purge pressure alarm occurred but resolved spontaneously. Despite resolution of the alarm, flows continued to decrease as pressure increased. The physician opted to use a tpa protocol to resolve potential clot issues in the motor housing. There were no kinks or any obstruction identified in the purge line. Pump flows remained stable, so the patient was supported but was being transferred to a higher level of care. The physician was concerned about transport, knowing there was a potential purge issue that could compromise the integrity of the pump and cause harm during transport. Tpa was utilized for the high purge pressure to mitigate the impact of biomaterial within the motor; this is an off-label use and there was no impact on the patient. The patient survived to explant.

Manufacturer narrative:
B1 and b2 were revised to add adverse event and required intervention along with the product problem that was reported on the initial report that was submitted. B5 clinical narrative was updated.